Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer performed repairs on the iabp and reported the following: during the repair evaluation the biomedical engineer (be) observed that there was significant fluid damage that entered the device through the pneumatic interface module (pim). The be conveyed that both boards of the iabp were also looked at by a getinge field service engineer (fse) who agreed that the fluid entered through the pim. As a result, the be replaced the following parts: power management board, pim module, power cord assembly, fiber optic assembly and the thermal printer. He charged the iabp overnight and ran the balloon pump on the trainer for over one hour on one battery. The be then performed manifold tests as well as all functional and safety checks according to factory specifications. The iabp successfully passed all testing. As an added precaution, the be charged the iabp for another hour and then cleared it for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shut off while on a patient and that liquid made its way onto the power management board. There is no patient information available. There was no patient injury or adverse event reported.

Manufacturer narrative:
An incorrect device code of "chemical spillage" was reported in or initial report.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shut off while on a patient and that liquid made its way onto the power management board. There is no patient information available. There was no patient injury or adverse event reported.